Event description:
On (B)(6) 2008, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, f/u computed tomography (CT) showed a type ii endoleak from the inferior mesenteric artery and lumbar arteries, with aneurysm enlargement to 5.1 cm (2 mm bigger than the previous scan). On (B)(6) 2009, a f/u CT again showed a type ii endoleak with no change in aneurysm size from the previous scan. On (B)(6) 2010, a non-contrast CT showed a stable aneurysm with no evidence of endoleak. On (B)(6) 2010, the pt reportedly presented to the emergency room with severe back and abdominal pain. It was reported that a CT scan showed that the pt's aneurysm had ruptured, reportedly caused by the pt being on coumadin, in addition to the type ii endoleak from the ima and lumbar arteries. The physician also reported there may have been a proximal type I endoleak that contributed to the aneurysm rupture; however, the type I endoleak was reportedly not confirmed on CT. The same day, an add'l procedure was reportedly performed to treat the aneurysm rupture. It was reported that the gore excluder aaa endoprostheses were removed, and the aneurysm was repaired surgically. Post-operatively, the pt reportedly presented with colon ischemia. It was reported that the pt's family refused any further treatment, and the pt expired on (B)(6) 2010. The physician reported that the cause of death was aneurysm rupture.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted involved in the event: pxc141200/06265051.